Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was removing a plate, for an unknown reason, and when the surgeon attempted to extract one of the screws the screw head broke at the recess. The surgeon scraped the screw head and left the plate in the patient. The surgeon reported that the screw was not extracted forcibly. This report is for 1 broken screw, part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for 1 broken screw, part and lot number unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.